Event description:
It was reported "proximal cone body implant comes with locking screw for fixation in the implant box. There was no screw in with this implant when the box was opened. We had to open a second implant box for a screw and cover the cost of the extra implant."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional info becomes available, it will be submitted in a supplemental report.